Event description:
Patient had biotronik pacemaker inserted with pulse generator on (B)(6) 2004. Pt. Returned to surgery (B)(6) 2004 because pacemaker lead continued to malfunction. Lead was removed and replaced (B)(6) 2004.